Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, implantable pulse generator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient went to the emergency department with complaints of a rapid heart beat. During a review of a remote transmission, the patient was noted to have a possible new onset of atrial tachycardia/atrial fibrillation and occasional functional undersensing was noted on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.